Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis one day post lasik bilaterally. Patient is using a topical antibiotic and steroid drop. Patient continues to be monitored. Upon follow up, dlk was reported to be resolved five days post onset. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.